Manufacturer narrative:
H6: investigation summary one video received for investigation. Upon visual inspection, no fluid leak is visible from outside the piston. It can be seen that the syringe is connected and the liquid due to the pressure generated by the connection is transferred to the part of the piston of the injector, which is usual if the injector is not assembled with any protector or connector. (This is what this piston is for, watertight tank) a device history review was performed for lot 2106001,2105002,2104008 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Based on the investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported that injector luer lock n35 was damaged and leaked. The following information was provided by the initial reporter: it was reported by the medical professional, the liquid began leaking/pooling.   Verbatim: rn called saying syringe only had ~0.8 ml when order was for 0.92ml. Syringe was brought back to pharmacy. Upon further investigation the phaseal n35 is defective? When in the "locked/disengaged" position and the plunger received pressure, liquid began "leaking/pooling" into the chamber of the n35. Tested lot 2106001, 2105002, 2104008. Medication had to be remade. Medication/liquid should not pooling/leaking into the chamber when n35 is in the "locked/disengaged" position?

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2106001. Medical device expiration date: 2023-11-30. Device manufacture date: 2021-06-07. Medical device lot #: 2105002. Medical device expiration date: 2023-10-31. Device manufacture date: 2021-05-17. Medical device lot #: 2104008. Medical device expiration date: 2023-09-30. Device manufacture date: 2021-04-28. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that injector luer lock n35 was damaged and leaked. The following information was provided by the initial reporter: it was reported by the medical professional, the liquid began leaking/pooling.   Verbatim: rn called saying syringe only had ~0.8 ml when order was for 0.92ml. Syringe was brought back to pharmacy. Upon further investigation the phaseal n35 is defective? When in the "locked/disengaged" position and the plunger received pressure, liquid began "leaking/pooling" into the chamber of the n35. Tested lot 2106001, 2105002, 2104008. Medication had to be remade. Medication/liquid should not pooling/leaking into the chamber when n35 is in the "locked/disengaged" position?